Event description:
The date of the event is unknown, but during a posterior spinal fusion procedure (t2-l4) lasting 11-12 hours, a rhythmlink device (rlsp503, lot number unknown) was used. After the removal of the needles, skin discoloration was noticed on the patient's skin, but no needle was observed in the area. The following day, it was discovered that a portion of the needle had remained in the patient's wrist area. The device and needle fragment were discarded by the user facility and, as a result, could not be returned for evaluation.